Event description:
Pulse ox not working repeatedly throughout my shift despite being new (replaced this morning after a bath only a few hours prior). It was plugged in, patient not moving (asleep), and red light functional. I repeatedly unplugged and re-plugged the pulse ox into the cord, changed locations, replaced the already new pulse ox, and eventually replaced the cord going into the x2 before it finally picked up consistently for several hours. The pulse ox was probably not picking up for 45-60 minutes total between intermittently turning off and troubleshooting multiple times throughout this shift. This is a consistent battle with this product and as such, many staff choose to do the workarounds and may not voice concerns over non-functional pulse ox equipment. This same situation happens a lot for our patients and it has become so common place that most staff don¿t even think about having to randomly unplug and plug them back in repeatedly throughout the shift. An impromptu poll of coworkers says this happens to them too.

Event description:
Pulse ox not working repeatedly throughout my shift despite being new (replaced this morning after a bath only a few hours prior). It was plugged in, patient not moving (asleep), and red light functional. I repeatedly unplugged and re-plugged the pulse ox into the cord, changed locations, replaced the already new pulse ox, and eventually replaced the cord going into the x2 before it finally picked up consistently for several hours. The pulse ox was probably not picking up for 45-60 minutes total between intermittently turning off and troubleshooting multiple times throughout this shift. This is a consistent battle with this product and as such, many staff choose to do the workarounds and may not voice concerns over non-functional pulse ox equipment. This same situation happens a lot for our patients and it has become so common place that most staff don¿t even think about having to randomly unplug and plug them back in repeatedly throughout the shift. An impromptu poll of coworkers says this happens to them too.